Manufacturer narrative:
Follow-up #1: date of submission 11/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: during investigation, the battery compartment was cracked near the top, and above the bumper pad. The battery compartment was stripped and a leak was detected in it. Evidence of moisture corrosion was found on the display board, and in the battery compartment. Due to the moisture damage the display was blank at power up with auditory and vibratory alarms. The keypad buttons were unable to be tested due to the blank display. The pump files were unable to be downloaded due to the moisture damage. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.